Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that after the pump had potentially been exposed to water, the display screen was blank and had moisture behind it. The reporter changed the battery and the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/12/2013. Device evaluation: on examination, there was visible moisture in the display lens. On testing, the pump failed to power on. Investigational testing was not able to be completed due to no power. A crack in the case near the top right corner of the display screen was noted. A leak test revealed moisture leakage into the pump at the sight of the crack. The pump was opened for investigation and revealed moisture contamination inside the pump.